Manufacturer narrative:
Updated fileds: b4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. The patient's atrial antitachycardia pacing deployed due to the lead oversensing the patient's barostim device. The atrial atp triggered ventricular tachycardia / ventricular fibrillation episode that was treated with a shock. The patient was scheduled for a follow up on (B)(6) 2025.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. While analysis was unable to be performed as the device was not returned, following a review with the technical and medical team here at cvrx, the egm outputs of the cied did not show that there were actual sensed events for the reported interaction that lined up with the barostim therapy pulses. We believe that this was an actual atrial arrhythmia that progressed to a ventricular arrhythmia that was then addressed successfully with the atp therapy of the cied. Cvrx ID# (B)(4).

Event description:
(B)(6) device interaction - a barostim system was implanted on (B)(6) 2025, a final titration was done, and therapy was increased from 6.6ma to 7ma. On (B)(6) 2025, the patient's atrial antitachycardia pacing deployed due to the atrial lead oversensing the patient's barostim device. The atrial atp triggered ventricular tachycardia episode that was treated by atp, and confirmed no shock was delivered. The patient was seen for a follow up on (B)(6) 2025. Their therapy was adjusted from 7.0ma at 125 pulse width to 6.0ma at 95 pulse width and the atrial lead oversensing resolved.